Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient tested for vitamin d total (vitamin d) on a cobas e 411 immunoassay analyzer. The patient was tested initially for vitamin d on the e411 analyzer with a result of 70.00 ng/ml with a data flag. The customer performed a manual dilution of 1:10 with a calculated result of 238 ng/ml. The result of 238 ng/ml was reported outside of the laboratory. On (B)(6) 2018 the patient went to another laboratory and the vitamin d result from a new sample by an unspecified method was 61 ng/ml. On (B)(6) 2018 a new sample was obtained from the patient and the elecsys vitamin d total ii (vitamin d total ii) result from a different e411 analyzer was 46.78 ng/ml. There was no allegation that an adverse event occurred. The vitamin d reagent lot number was 31712200 with an expiration date of 28-feb-2019. The field service representative (fsr) visited the customer site and identified several issues. The customer used a dilution of 1:10 for the initial sample. Product labeling recommends a dilution ration of 1:2. The customer centrifuges samples for only 5 minutes. The customer had the year of 2017 set on the instrument instead of 2018. The customer ran the initial sample using the vitamin d assay and no qc had been run that day. The customer is also only using one level of qc. The customer ran the 2nd sample from (B)(6) 2018 using the vitamin d total ii assay and no qc had been run that day. The customer is also only using one level of qc.

Manufacturer narrative:
Calibration data shows that several calibrations failed, and qc data shows erratic recovery. This is consistent with a reagent handling issue. The alarm trace shows sample quality alarms. The investigation did not identify a product problem. The cause of the event could not be determined.